Manufacturer narrative:
Product analysis: no product specimen has been received for evaluation. Conclusion: multiple attempts have been made to gather additional information and request product return; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately four years, six months post implant of this bioprosthetic mitral valve, this valve was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.